Event description:
The customer reported that the device will not start any examination for a pt with serious injuries on the table.

Manufacturer narrative:
(B)(4): it is not known whether a device malfunction caused or contributed to any delay in diagnosis, as the investigation is on-going. This report will be submitted (B)(4) 2010.